Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 549 mg/dl. Customer stated their high blood glucose may be caused by their infusion set detaching from their body. It was found the customer's blood glucose returned to normal after they treated with insulin. The customer declined to be transferred to the helpline. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.